Event description:
It was reported that, due to infection, the pt's neurostimulator system was moved from left side of their body to right side. Additional information was requested.

Manufacturer narrative:
(B)(4).